Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was approaching end of life, and it is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.